Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported that a pump failed calibration. There was no report of patient injury.

Manufacturer narrative:
B5: additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the manufacturer's medical seal was missing upon receipt. Functional evaluation included calibration testing. The device passed all functional tests including calibration during the investigation. Results: the customer reported problem was not duplicated during the investigation. The returned device passed all functional tests including calibration testing. Error codes were not found in the event history log. Root cause of the reported problem cannot be determined as the customer's reported event could not be duplicated. The downstream occlusion sensor will be replaced for preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120, d10: correction: device available for evaluation: yes, 14-jun-2022.